Event description:
A customer reported that the stealthstation s7 system software was slow and occasionally becoming unresponsive. The alleged malfunction was reported to have occurred outside the operating room and no patient was present.

Manufacturer narrative:
No patient was present at the time of alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic rep went to the site and upgraded the pc/software to the latest version and fully trained the hospital contact in medical engineering.